Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
Gore received notification of an explant procedure involving gore excluder aaa endoprosthesis. These devices were implanted on (B)(6), 2007, explanted on (B)(6), 2011, and returned to gore for analysis. Multiple attempts have been made to obtain additional information regarding the explant procedure, none has been received.